Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose (bg) level subsequently increased to display as "high; however, specific value was not provided. The customer contacted their healthcare provider to receive manual injections, and insulin was administered via a manual injection to address bg. Technical support replaced the pump, and the customer reverted to an alternate method of insulin therapy.